Event description:
On the same day as the previously reported revascularization the patient also had a revascularization of the left common iliac carried out with a balloon.

Event description:
The investigator indicated that the reported event was possibly related to the study stent.

Event description:
During index procedure the patient had 2 assurant cobalt peripheral stents implanted to the right common iliac and one assurant cobalt peripheral stent implanted to the left commom iliac. Approximately 21 months post index procedure, the patient underwent target lesion revascularization due to occlusion. Ballooning was performed successfully.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion).

Event description:
It is reported that approximately 34 months post index procedue the patient had a tlr of the right common illiac due to in stent restenosis. The event was not assessed for relatedness to device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (restenosis). (B)(4).